Manufacturer narrative:
H3: product analysis found that the device was returned in a (triple) resealable bag. There was no damage (external) observed in the construction of the returned device, and the needles were covered with a foam pad when returned. There were traces of black residue observed on the cable near the needle housing. Electrically, the resistance from end to end shall be less than 2.0 ohms and there was continuity between both poles regardless of which end was being measured (opposite poles) ¿ short circuit. For further analysis, an x-ray was performed to observe the internal construction of the returned device, and it was observed that inside the needle housing, the wire from one pole was touching the wire from the other - short circuit. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: annex d/fdc code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operation, nim electrode was not working when connected to the patient and then to the nim, system was displaying the response but no sound. Procedure was completed with back-up product. There was no patient impact.